Event description:
According to the reporter, intra-operatively, the reload fired approximately 1cm then stopped. After seeing the powered stapler stop, the doctor pressed the up button to bring the knife blade back to the home position, leaving partially formed staples and the reinforcement material attached. The reinforcement material was cut with laparoscopic scissors and removed. The reload was removed. A new reload was used to complete the firing after some malformed staples were removed. Suturing was done as a staple line reinforcement.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#unknown); sigadaptxl, sig power sigadaptxl linear xl adapter (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was partially fired to the 4cm cut line. The jaws were open. The proximal sutures were cut. The distal anvil and cartridge sutures were properly anchored with small pieces of reinforcement material attached. A visual inspection of the returned photos noted: one image of a staple line could be seen. Several staples at the end of the transection were partially placed and did not fully form. An unidentified instrument was inside of the tissue cavity. In another returned photo, the jaws were open. Staples were protruding from the 4cm cut line. Staple pushers were up proximally. The reinforcement material on both sides was torn. The reinforcement material appeared properly anchored to both distal sutures. Functional testing found that the interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the instrument partially fired and the the staples did not form properly. The reported issues were confirmed. The product analysis noted evidence that the device was not used as in tended. This issue can occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.